Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, after a total knee procedure. The have had much more spitting, delayed wound healing and dehiscences than with a competitor product. When they had issues with the competitor device, it was typically at the knots. With the reported device it is at the knots and along the incision. Pa has reduced knot throws from 5 to 4 but same issues.